Manufacturer narrative:
(B)(4).

Event description:
A report was received from a hemodialysis facility. Reportedly the patient had started dialysis with use of this dialyzer. The dialyzer then had an internal leak. No blood was returned and subsequently this patient lost approximately 250ml. The patient resumed dialysis where it was learned the patient later developed itching and a rash located at the access site the size of a dinner plate, located on the upper right thigh. The rn reported that he had never had a rash before and she was not sure if the rash was from the leak or not. The md was notified and the patient received 50 mg intravenous dose of diphenhydramine and ancef intravenously. The patient was discharged to home without further incident. Sample is available.